Event description:
It was reported the pt (australia) has redness and inflammation at the ipg site. An appointment with the pt's general practitioner will be scheduled for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.